Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20.1 ml from an expected delivery of 20 ml. Delivery accuracy for this device requires delivery of 20 ml +/-1ml (+/-5%). (B) (4)

Event description:
The customer contact reported the pt received less IV fluid than intended. The pump was programmed to deliver d10w (10% dextrose in water) a rate of 8 ml/hr and vtbi (volume to be infused) of 16 ml and the delivery was started. The expected duration was 2 hours; however, the delivery took approx 2.5 hours to complete. The customer contact indicated that the pump was delivering without issue for a couple of hours but then seemed to be running slow. The customer contact indicated the IV therapy was being used to keep the vein open and not as therapy for blood sugar or volume. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. The device was removed from clinical service. Therapy was resumed using a replacement pump. No further medical interventions were required. Though requested, no add'l info was provided.